Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string broke with two tampons upon removal. She was able to manually remove the tampons. Multiple attempts have been made to obtain further information. No further information has been received.